Event description:
On 05/10/99 the account reported an axsym b-hcg result of <2.0 miu/ml. The result was questioned by the physician. Another sample from the pt was run on 5/12/99 and was 263 miu/ml. The sample from 5/10/99 was repeated and was 178 miu/ml and 177.6 miu/ml. There was no impact to pt mgmt.